Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported adverse impact to the customer¿s blood glucose level. The customer was informed that the pump needed to be replaced and was instructed to use multiple daily injections (mdi) as backup therapy. Technical support confirmed the customer's shipping address and provided instructions for returning the faulty pump. A replacement pump was arranged under warranty, and instructions for pump storage and transport were provided.